Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and reservoir tube cracked.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 139 mg/dl, which she treated with manual injection. During troubleshooting, the customer stated the insulin pump was dropped and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.